Manufacturer narrative:
The zoll console was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that prior to clinical demonstration use, the thermogard ivtm system (sn: (B)(4)) was displaying error message, "initialization has not been completed". No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. The customer reported complaint for the thermogard displaying error message "initialization has not been completed" was confirmed during archive review. The system was re-calibrated to remedy the fault. A visual inspection was performed and no discrepancies were observed. During event log review, error message 4.27.03 was noted around the reported event date. As part of routine maintenance, the air filter was replaced after which the console met all performance specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).